Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2020: the first surgery for ascend flex reverse was performed. Date unknown: after the surgery, a posterior upward dislocation occurred. It was possible to perform a manual reduction, but due to the immediate postoperative dislocation, it was decided to perform the surgery. On (B)(6), 2020: the revision surgery was performed. Only the tray and the insert were replaced and the surgery was completed. The tray increased in thickness by 6 mm ((B)(4)),and the insert increased in thickness by 6 mm at a constrained type ((B)(4)) .